Manufacturer narrative:
(B)(4). Date of initial report sent: 05/13/2014.

Event description:
According to the rptr: in an article titled "bilateral nasoseptal flaps for endoscopic endonasal transsphenoidal approach" the journal of craniofacial surgery, volume 24, number 5, september 2013, by shin et al, the usefulness of elevating bilateral nasoseptal flaps. As part of the technique, duraseal was used. Sixty-seven pts were included in the study. There were eight pts who underwent reoperations. Of these eight pts, one pt underwent the reoperation for...